Event description:
Maryland bipolar failed to cauterize, protective tip cover not on instrument. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.